Manufacturer narrative:
The tech found the pt position module lights were flashing due to the bed scale had not been zeroed correctly while setting the pt position module, user error. The tech zeroed the scale correctly to resolve the issue. Based on the info, no further action is required.

Event description:
The account reported the pt position module will not set. The bed was located in (B)(6) at the facility. There was no pt/user injury reported. (B)(4).